Manufacturer narrative:
Hosp medwatch report was rec'd subsequent to co's filing of the MDR. Instrument not returned to circon.

Event description:
Instrument jaws reportedly failed to close and further surgery was necessary to remove from patient.